Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented to the hospital on (B)(6) and underwent a -nuclear medicine- procedure at which time it was requested that the pulse generator be checked. Upon interrogation, the nurse noted the right atrial lead exhibited instances of noise. All other electrical values were within range. The nurse reported that she noted previous instances of noise and auto mode switch episodes. The nurse would forward all of the information to the patient's following physician for further follow-up and troubleshooting.